Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a breast augmentation primary with an unspecified saline breast implants textured mentor brand and suffered from a bilateral capsular contracture baker grade iii. As a result, the patient had undergone removal and replacement with non-mentor allergan brand breast implants on (B)(6) 2020. This medwatch is for the left breast implant.